Event description:
A depuy/johnson and johnson loaner tray set was delivered for a case scheduled for same day. Instrument trays fit into a metal case. After washing instruments per routine, instrument room staff found a dead fly in the bottom corner of the case. Instrument room supervisor believes that even though the dead fly was found after the wash, it is most likely that the dead fly came in with the set.